Manufacturer narrative:
The engineer replaced the mixer paddle since it was bent and adjusted the mixer rotation speed. The liquid level detection and position of the sample probe were checked. A sipper probe was adjusted. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d2b, d4, g1, and g4 have been updated.

Manufacturer narrative:
The field service engineer ran performance testing and there were no issues. When the event occurred, a small amount of remaining tests and foaming were observed in the reagent pack. The engineer checked reagent microparticle mixing and ran controls, confirming there was no issue with the instrument. Expiration date = july 2022.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg test system on a cobas e 411 immunoassay analyzer (serial number (B)(4). It was asked, but it is not known if an incorrect result was reported outside of the laboratory. The sample initially resulted in an hcg value of < 1.0 uiu/ml. The sample was repeated on a second analyzer, resulting in a value of around 300 uiu/ml. The customer considered the repeat value to be correct.